Event description:
A customer contacted beckman coulter (bec) to report that the unicel dxc 800 pro synchron clinical system was leaking a soapy fluid out of cartridge chemistries (cc) sample probe. The customer reported later that evening they started getting main vacuum low errors. The leak was about 2-3ml and was contained within the reaction wheel cover of the analyzer. The customer was wearing personal protective equipment (ppe), consisting of gloves, eye protection, and a lab coat when the leak was discovered. The material safety data sheet (msds) was not reviewed. Per the customer, there is a spill control and exposure plan in the laboratory. There were no injuries or erroneous results generated in connection to this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site. The fse replaced the main vacuum pump and collar wash valve to resolve the leak. Bec verified that the analyzer generated "primary vacuum is low" errors in connection to this event. Per the fse, the vacuum pump was thought to be the primary cause of the leak. (B)(4).